Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly or abnormal rewind or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. Device was unable to download, problem isolated to electronic assembles. Unable verify low battery alert due to download difficulty. Device received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump take longer to rewind and had squirted insulin when priming. Customer reported that the insulin pump rejected new batteries and unexplained no insulin delivery alert. Customer reported that the insulin pump battery life was down to two weeks and there was a dent on the insulin pump near the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.